Manufacturer narrative:
D10 concomitant product: egia45amt egia 45 artic med thick sulu (lot#: n3e0596y); egia60amt egia 60 artic med thick sulu (lot#: n2h0343y); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#: 23360057x); egiauxl endogia ultra univ xl stapler (lot#: p3e0199); egia45amt egia 45 artic med thick sulu (lot#: unknown); vlft10gen ft series energy platformx1 (serial#: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, at the time of stapling the stomach, the two reloads were unable to load into the handle. The surgeon did not fire the two reloads. It was also noted that the bag of the retrieval pouch tore; the specimen did not fall into the cavity, and while stapling the third reload using the same handle, the surgeon was unable to squeeze the handle after pressing the green button. A new retrieval pouch, handle, and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was received with the bag and string fully detached from the metal ring. There were no holes or tears in the bag. There was shrink wrap still attached to the metal ring. The gold ring was detached from the plunger with the string broken. Functionally, the metal ring was able to be pulled back into the shaft and extended again without difficulty. It was reported that the bag was torn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.